Event description:
Device issue: detachment of source/core. Time of device issue: during the procedure. Adverse event: required medical intervention. It was reported that during a procedure, the bmw universal guide wire was advanced, but did not cross the lesion in the superficial femoral artery (sfa). During removal of the guide wire, it separated at the hypotube which was inside the patient. A snare device was used to successfully remove the guide wire from the patient's anatomy. The guide wire tip was found to be kinked after use. The pt is reported to be fine. No add'l event or patient info is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the ht-bmw guide wire was returned with blood on the coils and core, consistent with the guide wire being advanced into the pt as reported. There was no contrast visible. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The reported damage was confirmed. The core was separated at the distal end of the hypotube and there were two kinks in the tip 6mm and 2cm proximal to the tip ball. Scanning electron microscopy analysis suggested that the core failure may be attributed to fatigue rupture initiating at multiple sites around the circumference. Beyond the elliptically shaped fatigue regions, the rapid fracture region revealed dimples, indicating a ductile overload. Typically a ductile overload of this type suggests possible force was applied to the promixal end of the guide wire while advancing against resistance. If excessive force is applied, this may cause the guide wire and/or catheter to kink and may ultimately cause the wire to separate with add'l handling. The joint area, which transitions from the core to the hypotube may be more vulnerable to separation if force is applied once kinked. In this case, it is likely that the core separation initiated from a kink, possibly due to advancing against resistance. Additionally, the kinks in the tip may have been induced during use as there was no damage to the tip noted prior to use, suggesting that the damage was not pre-existing. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. A review of the finished device lot history records. Did not reveal any nonconforming material records for this lot. Additionally, lot release testing results were reviewed and all samples met all mfg criteria. The reported failure to cross, core separation and subsequent damage to the guide wire appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency. Mfg inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.